Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 12/31/2019. Month and day unknown. Only year (2019) is known. Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation?what healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues at all with device use/firing?how many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was the staple line visualized endoscopically during the initial surgical procedure? Were there any issues noted with staple formation at reoperation? If so, please describe the shape and location. What was the postoperative pain management protocol? Is this the standard protocol? Had the patient been discharged? What symptoms did the patient present with? How was the leak identified? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Please explain. What is the current status of the patient?

Event description:
It was reported that during a total colectomy w/ ileorectal side to end anastamosis procedure, the cdh31p stapler did not work properly. Per the surgeon, prior to firing cdh31p anvil placed, trocar fully extended, orange line visualized on the trocar (by pushing tissue past the orange line on trocar), then anvil attached to trocar. Surgeon dialed down to compress tissue until orange indicator line was close to the bottom of the green tissue compression scale but still within range of the green tissue compression scale. Surgeon removed red safety and fired the device. After firing, surgeon removed the device and checked donuts. Surgeon confirmed that donuts were intact; donuts were also sent to pathology and reported to be intact. After the donuts were checked, the surgeon performed a leak test using a rigid proctoscope and the surgeon confirmed no leaks at the site of the anastamoses. 1 week after completion of the procedure the patient came back with free air and had to return to the operating room. The surgeon found a small punctate hole at the anterior staple line of the anastamoses. Surgeon would also like to note that there was no tension or ischemia at the anastamoses after creation of anastamoses.